Event description:
The side-tube detached from the indicator sheath while the physician was making a manual injection. Reportedly, the procedure was successfully completed without complicatioins using a second introducer sheath and the patient is "ok."